Event description:
It was reported that the cot tipped with a patient on it. No adverse consequence or clinically relevant delay in treatment was reported. Upon evaluation by a service technician no defect was found and the cot was found to be performing to specification.

Event description:
It was reported by the customer that the cot dropped with a patient strapped to the cot. The patient alleged an injury as a result of the drop. The patient alleged that they had fractured their vertebrae due to the drop.

Manufacturer narrative:
This incident was originally reported as a cot tip with no confirmed injury to the patient. After speaking with the customer it is alleged that the cot dropped with a patient strapped to the cot. The patient allegedly received a broken vertebrae as a result of this incident.